Manufacturer narrative:
The device(s) has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number(s) has been provided. Per 21 cfr part 803.56 not enough information has been provided about each identified patient and/or device mentioned. Therefore, one emdr is being submitted for multiple reportable events, identified in the literature search.

Event description:
Per diagnostic and interventional imaging study: "four ir performed all insertions. 4 and 5 fr single and dual lumen powerpicc catheter from single manufacturer source. None of the piccs were sutured; there were held in place with statlock adhesive dressing. Catheter placements successful: 339 - first puncture; 28 - second puncture; 9 - third puncture; 2 - fifth puncture. Five blockages" (p. 1149). Reference: peripherally inserted central catheter placement in patients with coagulation disorders: a retrospective analysis j. Potet, f.-x. Arnaud, a. Thome, g. Weber-donat, j. Konopacki, c. Bouzad, y. Kervella, t. Erauso, g. Garcia, p. Evelyne, l. Valbousquet, j. Baccialone, c.a. Teritehau.